Event description:
It was reported that that the clinical study patient experienced a loss of therapy and pain at the implantable pulse generator (ipg) site. The patient was hospitalized and underwent a revision procedure of the ipg and leads. The patient was discharged from the hospital the same day of the revision procedure. The outcome of the event is noted to have resolved. The lead was discarded. No further information regarding the location of the explanted ipg has been able to be obtained despite good faith efforts. Additionally, the revision procedure, was also because the patient experienced discomfort due to mechanical protrusion and clicking sensations at midline spine.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? Cx. Upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7080646, UDI: ((B)(4).

Event description:
It was reported that the clinical study patient experienced a loss of therapy and pain at the implantable pulse generator (ipg) site. The patient was hospitalized and underwent a revision procedure of the ipg and leads. The patient was discharged from the hospital the same day of the revision procedure. The outcome of the event is noted to have resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? Cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7080646 UDI: (B)(4).